Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, and 100% stenosed mid right coronary artery. Pre-dilatation was performed with a non-abbott balloon and a 3.0 x 23 mm xience prime stent delivery system (sds) was advanced but it could not cross the lesion. The sds was removed and pre-dilatation was performed at a higher pressure. The same xience prime was advanced to the lesion; however, when the balloon was pressurized it did not inflate. The catheter was removed from the anatomy and an attempt was made to inflate the device when fluid was seen leaking from the shaft at the guide wire exit notch. A new xience prime was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide cath: mach1; (B)(4) - re-insertion. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Physical resistance in the lesion could not be replicated in a testing environment as it was based on operational circumstances. The reported shaft leak was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use states: an unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Based on the information reviewed, there is no indication of a product deficiency.